Manufacturer narrative:
No complaint was received with the return of the lead. Failure event was observed during analysis. A partial lead with the distal tip was returned measuring at 50.7 cm of the outer insulation including the ptfe liner and 53.6 cm of the lead cable and inner coil. External insulation abrasions breaching the optim sheath were noted at 32.8 cm- 33.0 cm, 43.2 cm - 43.5 cm, and 48.9 cm - 49.3 cm from the distal tip. These abrasions were located near the superior vena cava shock coil and were consistent with friction to another device or the patient's anatomy. The cable lumen was not damaged at these location. All other damages found were consistent with lead removal surgical damage. The product was manufactured before 9/23/2014 and does not have a UDI number.

Event description:
This report is to advise of an event observed during analysis.